Event description:
Customer reported a high blood glucose level, although the specific value was unknown and only displayed as "high." Cause was not known. The customer addressed the high blood glucose by administering a correction injection using multiple daily injections. Technical support instructed the customer to inspect various aspects of the insulin delivery system, including the infusion set and tubing, but found no issues. The customer¿s insulin storage and usage were correct, and all device settings were in order. Technical support advised the customer to consult a healthcare professional to further discuss what might be affecting blood glucose levels.